Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited multiple noise episodes on the ventricular channel. No intervention was reported. Date of implant is unknown at this time.